Event description:
It was reported that a patient experienced peritonitis manifested by vomiting coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. During hospitalization for unrelated events, the patient was diagnosed with peritonitis. On unreported date(s), the patient was treated with unspecified intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. After being hospitalized for five days, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date during hospitalization, the patient was diagnosed with peritonitis. The patient was hospitalized on (B)(6) 2014. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.